Event description:
A physician reported a pt who was originally skin tested in the forearm with negative results. 1999, the pt was treated in the cheek and lines above the upper vermilion border. The procedure was uneventful. About two weeks later, the pt noticed a "darker color" and "lumpiness" at the treated sites. The pt was examined on 19 oct 1999 and the physician noted redness and lumpiness at the treated sites. On 19 oct 1999, the physician prescribed a 5 day course of oral prednisone and diagnosed the symptoms as hypersensitivity. On 26 oct 1999, the pt telephoned and reported that the symptoms had not improved. The pt also reported the onset of redness at the skin test site. The physician planned to see the pt again on 15 nov 1999.